Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the cf-xz1200l/I operation manual. Instruction manual cf-xz1200l/I cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6). (Noting due to character limit). The device was returned to olympus for evaluation of the reported issue. It was found that the air supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign object found clogging the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was cracked and chipped; the plastic distal end cover was dented; there were scratches on the image guide protector, the protector of the universal cord on the control section side and the suction connector side the plastic distal end cover, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that when air was supplied in the gastrointestinal videoscope, water was also supplied . There was no report of patient harm. The device was returned, evaluated, and a foreign object came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.